Event description:
It was reported that the right ventricular lead had noise and oversensing, which triggered the lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. In addition, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.